Event description:
It was reported that: while the device was ventilating a pt, the device posted an alarm, the display had the multiple number 8s displayed, and then the device shut down and stopped ventilating. The pt was manually ventilated and then transferred to another machine. No pt injury.